Event description:
Case description: up on further follow-up it was reported that the patient had been off sick for weeks. At the time of reporting the patient was still battling with his leg and the reporter (the patient's wife) stated that diabetes places the patient at a huge risk. Investigational results: name: novotwist® needles 30g 8 mm, batch number: 16a04n. The product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed. Nothing abnormal was found. Name: novomix® 30 flexpen® 3 ml 100 u/ml, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, the following was updated. Investigation results updated, reporter comment added, narrative updated. Reporter comment: patient has also been off sick now as a result for weeks, which impacts on us financially. Evaluation summary name: novotwist® needles 30g 8 mm, batch number: 16a04n. The product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed. Nothing abnormal was found. Name: novomix® 30 flexpen® 3 ml 100 u/ml, batch number: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
An abscess in his right upper leg when injecting his insulin [injection site abscess]. Case description: this serious spontaneous case from south africa was reported by a consumer as "an abscess in his right upper leg when injecting his insulin" with an unspecified onset date, and concerned an adult male patient who was treated with novotwist 8 mm (30g) (novotwist) from unknown start date due to "device therapy" and novomix 30 flexpen (insulin aspart) from unknown start date for unknown indication and unknown dose, frequency & route used. Patient's height, weight and body mass index: not reported. Medical history was not provided. It was reported that patient had abscess at injection site. On an unknown date, when patient used novotwist needle, it made like a bee-sting. When patient injected himself it hurt and it had never hurt before when he had injected himself. The patient injected himself approximately 2 weeks ago (date unknown) and noted a bump forming similar to that of a bee-sting on right upper leg when injecting his insulin. This got progressively worse and he went to see family doctor who referred him to a surgeon. The abscess had to be cut out in lieu of its size. On (B)(6) 2017, an ultrasound of the leg was done and the results were: approximately 7 cm distal to the right greater trochanter, a hypoechoic hyperaemic area was noted with underlying skin defect. This measured 7.8 x 9.5 x 8.1 mm suggestive of a complex fluid collection. The surrounding soft tissue appeared swollen and hyperaemic. The superficial veins in this area compressed normally and had normal doppler flow within. On (B)(6) 2017, the patient was hospitalized and abscess was cut out and the patient was kept over-night in hospital. The patient was discharged on (B)(6) 2017. Patient was scheduled to go back into surgery on (B)(6) 2017 to have the wound cleaned out and possibly stitched. It was reported that the patient used the new or unused needle and rotated injection sites. Action taken to novotwist 8 mm (30g) was reported as unknown. Action taken to novomix 30 flexpen was reported as unknown. The outcome for the event "an abscess in his right upper leg when injecting his insulin" was not yet recovered. Investigational results: name: novotwist® needles 30g 8 mm, batch number: 16a04n. The product was not returned for examination. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. Name: novomix® 30 flexpen® 3 ml 100 u/ml, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Company/manufacturers comment: 03-nov-2017: as the device novotwist® needles 30g 8 mm has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in (B)(4). Continued: evaluation summary: name: novotwist® needles 30g 8 mm, batch number: 16a04n (B)(4): the product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system. (B)(4): the batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed. Nothing abnormal was found.